Event description:
Revision surgery - the pt has had multiple surgeries in the last six weeks. She dislocated after her last revision. It was determined the best option was to convert to a hemi. All implants were removed except her well fixed stem. An rsp adapter and foundation head were implanted.